Event description:
On 05/30/2024, an FDA medwatch notification was received via email. A facility representative reported that an ar-1288rtt-fc3 fibertag tightrope with flipcutter iii broke off while used. This occurred during an acl reconstruction. No additional information was provided. Additional information has been asked. Additional information received on 6/7/2024: all the broken fragments were removed from inside the patient. At this time it is unknown which products were used to complete the surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
(B)(4).